Manufacturer narrative:
The suspect device was not returned to carefusion and the customer did not request service by carefusion field service personnel. The customer's biomedical engineering department evaluated the ventilator and provided the results of their evaluation to carefusion. The customer performed a circuit calibration and performance check; the ventilator was verified within specification and no problems were found. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion technical support that their 3100 high frequency oscillating ventilator (hfov) driver stopped while in use on a patient and they were unable to get the ventilator restarted. The patient was placed on another hfov. The customer reported to carefusion there was no patient compromise associated with the event. The customer stated the unit alarmed to notify them of the problem and the transition to an alternate ventilator went quickly. Once the unit was removed from the patient the customer moved the ventilator to another room and successfully restarted it.